Manufacturer narrative:
Previous infection is reported under MFR # 2916596-2020-03429. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was admitted to hospital for a treatment of a driveline infection requiring intravenous (IV) antibiotics. Comalaise and pain at driveline site. Patient had history of multiple episodes of driveline infections with high grade group b streptococcus (gbs) bacteremia of unclear etiology. Patient has been taking oral amoxicillin prior to admission. It was noted that in (B)(6) 2019 the patient inadvertently pulled their driveline. Since then the patient had ongoing complaints of local pain and redness in the area. The patient presented to the clinic on (B)(6) 2019 with malaise and pain at the driveline site. Local cultures taken on (B)(6) 2019 showed gram (B)(6) cocci in clusters, cultures taken on (B)(6) 2019 showed gram (B)(6) cocci in pairs and chains. The patient was admitted and started on vancomycin. The site cultures grew (B)(6) and one colony of proteus. Ciprofloxacin was added. Computed tomography (CT) did not show a drainable fluid collection. The patient was discharged on vancomycin and ciprofloxacin. The patient was seen in clinic on (B)(6) 2019. At that time she was doing well with less tenderness around the driveline. At a (B)(6) 2019 visit, IV vancomycin was stopped and the patient was switched to oral doxycycline. Ciprofloxacin was continued. The patient was seen at the end of (B)(6) 2019 and ciprofloxacin was stopped and doxycycline continued. Since then the patient continued to do well off ciprofloxacin. The patient had ongoing drainage but no new erythema, pain or induration. The patient was tolerating doxycycline well. No additional information was provided.